Event description:
Event description guidant received information that this ventricular lead triggered the lead safety switch feature. The daily measurements displayed impedance measurements in the low range. Boston scientific received additional information 6 months later that no sensing or capture was observed from this lead in both configurations. The lead was explanted and noted to have an insulation tear and fracture. The lead was returned for analysis and replaced.